Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for pts experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. Additional devices related to this event.

Event description:
In 2004, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, a follow-up computed tomography scan revealed 6-7 mm of aneurismal sac growth. Nine days later, a reintervention occurred. Initial angiography revealed a proximal type-1 endoleak. The pt was implanted with an aortic extender component, but the endoleak did not resolve. Repeated ballooning failed to seal the leak. A palmaz bare metal stent was deployed proximal to the aortic extender component, and the endoleak resolved. The pt tolerated the procedure.